Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an over infusion was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was tested and observed to deliver within intended range. No action was required, however, m2 and m3 springs requires replacement for precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.